Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. This report filed on april 11, 2008.

Event description:
It was reported that pt underwent acetabular procedure in 2007. Subsequently, pt underwent revision procedure two months later, to replace polyethylene liner and modular head components. No add'l info has been provided.